Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized. The patient was treated with reflin (1 gm/intraperitoneally, daily) and fortum (1gm) with each bag. At the time of this report, reflin and fortum were ongoing and the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.